Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving (2000 mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated that their pump that was implanted in 2018 the cap (catheter access port) was positioned nearest their hip and it was starting to get angry and red and eroding through the skin. Patient stated that pump had to be moved so the cap was pointing more towards their ribs and not at her hip.